Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrogram revealed low level, high frequency noise that was inhibiting pacing. Myopotential inhibition oversensing was noted on the device. The patient retuned to the clinic and myopotential oversensing, could not be reproduced. The low frequency attenuation was filter was turned off and no further events have been seen. The patient will continue to be monitored with routine follow-up.